Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. Post-deployment, the clip opened to approximately 25 degrees while right heart catheterization was being performed. An additional clip was subsequently deployed to stabilize the partially opened clip. Post-procedure, the mr was reduced to grade 2. On (B)(6) 2026, mitral valve replacement surgery was performed, and the clip was removed from the anatomy. The patient was reported to be in stable condition. There was no clinically significant delay reported.